Event description:
Livanova USA inc has received a report that, during a priming, the customer intentionally applied some back pressure was to the circuit to test it and the arterial line disconnected from the oxygenator. After disconnection, the customer has reconnected the line, tie banded it, and continued to pressure test it without any recurrence. According to customer, at the end of the case, the connection that disconnected were easier to loosen than normal. There is no report of any patient involvement.

Manufacturer narrative:
No patient involvement. Livanova USA inc manufactures the complained circuit. The incident occurred in (B)(6), united states of america. Device was not made available for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
According to the circuit technical documentation, the connection that was complained to have disconnected is done by the customer. No physical investigation on the connection could be done since the circuit was not made available for investigation. Review of the livanova complaint database did not identify any other similar complaint relevant to the same circuit item code thus excluding a systematic issue. Based on the available information, an overpressure condition at the oxygenator outlet, or a deviation in the chemical characteristics of the tubing or a not proper connection made by the customer are the most probable root causes. Since no device malfunction could be confirmed and the risk is in the acceptable region, no corrective action is deemed necessary. Livanova will keep monitoring the market for similar events.